Event description:
It was reported that customer experienced random cartridge errors with insulin pump equipment. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, and no additional information was received regarding the outcome of the event or any actions taken.